Event description:
The customer reported that intermittently the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply voltage at the video control printed circuit board was increased to 5.15 vdc and the ps2 power supply was replaced. The power control printed circuit board and the x-ray lamp were replaced. The system was tested and found to be working as intended and put back into service.